Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient was coached on avoiding the off button when utilizing the sync button on their patient programmer (pp). Additionally, the patient was informed that just because they don't feel the stimulation or feel intermittent stimulation doesn't mean the device is not on and working, and also that if the device was turned off due to a power on reset, they would not be able to turn it back on with their programmer. The patient stated their symptoms were doing well and stated if the problem continued after education they would reach back out to the rep.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturers¿ representative (rep) reported that therapy was turning off by itself. There were no error codes and the device did not have a magnetic reed switch. The rep met the patient in (B)(6) 2015, interrogated the device and it was found off. At that time, the rep re-educated the patient on how to use the programmer. She contacted the rep again and indicated that the device was turning off. The rep used the patient programmer to check the device and did not see the lightning bolt. The patient had no complaints about the efficacy of the device. The rep was able to turn the implantable neurostimulator (ins) back on with no issues. It was note that the patient worded in a hospital around x-rays. The rep was going to re-educate the patient on the patient programmer use. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided aboutthis event. Follow up was conducted to obtain information about cause, actions/ interventions, troubleshooting done and symptoms related to the issue. If additional in formation is received, a follow up report will be sent.